Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating they had excessive no delivery alarm. Customer's blood glucose was 260 mg/dl. The customer was already on backup plan. The customer stated that displacement verification test failed. The customer was advised that the device would be replaced.